Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue, proper device operation was observed through functional and performance testing. Replaced ui and sc pcbs as a precaution. The device was returned to the customer for use.

Event description:
The customer reported their device displayed a blank screen. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.